Event description:
A customer reported that their pump screen was not functioning and would not turn on. There was no adverse impact on the customer¿s blood glucose level, as it remained within a normal range. The technical support instructed the customer to perform several troubleshooting steps: pressing the button, plugging the pump into a power source, and observing the led indicator. Despite these efforts, the pump screen did not activate, resulting in technical support deciding to replace the pump. The customer planned to use multiple daily injections as a backup therapy and was guided on returning the malfunctioning pump to tandem for a replacement. The shipping details were confirmed, and a replacement pump was sent to the customer.